Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update ad 19 nov 2019: (B)(4) has been reopen due to the receipt of pinnacle claim submission form and medical record. After review of medical record, patient was revised to address right hip failed. Revision notes stated that backside wear of acetabular liner was noted. Patient had pain. Clinical notes reported of palpable grinding and popping and trunnionosis. Added patient medical history. Added lawyer and law firm. Added lot number of head and expiration date of head and liner. Doi: (B)(6) 2013; dor: (B)(6) 2019 (right hip).